Event description:
Per the clinic, the patient experienced an infection and fluid discharge at the implant site and subsequently was treated with medications (specific date, type and duration not reported). Additional information has been requested but has not been made available as of the date of this report.

Event description:
Correction: the initial MDR submitted on june 25,2022 was filed inadvertently. There were no issues on the left side.